Event description:
An alarm issue was reported with the abbott diabetes care (adc). The customer experienced missing low alarm and was not alerted of changes in glucose levels. As a result, customer experienced hypoglycemia with symptoms described as sweating and a loss of consciousness and was unable to self-treat, requiring healthcare professional (hcp) administration of a glucose injection for the treatment. The customer was then transported to the hospital for continued monitoring. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Therefore, the issue is not confirmed.